Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument failed to clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue occurred while inside of the patient attempting to clamp onto a vessel or tissue bundle. There was no motion issue with the instrument. The customer continued the procedure using a backup instrument there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.